Event description:
The facility representative reported that when the door is open, it does not register. The device does not 'unlock cover' as expected. Information was not provided regarding whether or not the problem occurred during an infusion. No patient injury or medical intervention was reported.

Manufacturer narrative:
The device was returned to baxter's service depot for evaluation. Evaluation confirmed the customer's reported problem of not alarming as expected when bag holder is unlocked. The problem was determined to have been caused by a faulty reed switch in the rear case assembly. The rear case assembly was replaced to correct this problem and the device was returned to the customer.